Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the balloon burst inside the patient. Reportedly, the patient experienced anxiety during the procedure. There was no reported treatment for the anxiety. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon was detached from the catheter. No damage was found on the catheter of the device. Microscopic analysis was performed, the internal lumen of the balloon was stretched, there were holes in the distal side, and there was evidence of marks in the balloon, this marks are result of the wireguided shape. The wireguided tip and the coil were unraveled. The found problem is likely due to factors encountered during the procedure, such as interaction with scope inside of the esophagus, so it's probable that the wireguided tip hit any surface during the preparation which caused the tip was unraveled. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the balloon burst inside the patient. Reportedly, the patient experienced anxiety during the procedure. There was no reported treatment for the anxiety. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.